Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5114891) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that since using these devices they have had idiopathic mast cell activation syndrome (mastocytosis), multiple lipomas, cysts, and thyroid nodules. The patient also alleges breathing issues, facial bumps and rashes, hearing issues and pain, cognitive issues, bleeding gums, and intermittent vison issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. The manufacturer received a voluntary medwatch (mw5114891) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that since using these devices they have had idiopathic mast cell activation syndrome (mastocytosis), multiple lipomas, cysts, and thyroid nodules. The patient also alleges breathing issues, facial bumps and rashes, hearing issues and pain, cognitive issues, bleeding gums, and intermittent vison issues. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In general information, 510k has updated. In box b: adverse event/product problem, outcomes attributed to ae has updated. In box e: initial reporter has updated. In box h: type of reported complaint, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid has updated.